Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was switched to their backup controller for a dim pump running light.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim leds on the pump running symbol was not confirmed. Multiple requests for additional information were made to determine if the functionality of the exchanged controller was compromised due to the dim leds on the pump running symbol and if the controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions and the pump running led condition. Heartmate ii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including performing a system controller self test regularly to check that the controller lights (such as the pump running leds), symbols, and sounds are working appropriately. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.